Manufacturer narrative:
H10, e1 - reporter phone number - (B)(6).

Event description:
Philips received a complaint from the customer on the v60 indicating that the error, "check vent: proximal pressure sensor calibration data error" (diagnostic code 1107) had occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device kept operating when the alarm occurred. The device was swapped out with a different device of the same model. No medical intervention nor a delay to therapy was noted.

Manufacturer narrative:
The removed solenoids, x-valve (number 3 and 4) were returned to the product investigation lab (pil). The solenoids were tested, and the failure was unconfirmed. Pil verified that no alarms occurred when the returned components were installed and tested on the standard test bed (stb). Solenoids number 3 and 4 were verified to be functional with no error. D4 - product UDI number is corrected.

Manufacturer narrative:
The occurrence of, "check vent: proximal pressure sensor calibration data error" (diagnostic code 1107), was confirmed in the event log and the replacement of the solenoid valves 3 and 4 were completed to resolve the issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.